Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr. (B)(6) was performing a lumbar spine revision on (B)(6) 2018. The patient had a non union at l5-s1 from a previous surgery from l3-s1 with competitive non depuy synthes spine hardware. During the revision, he removed all the competitive posterior hardware that was placed from l3-s1. He then place depuy expedium hardware in the existing screw holes from l3-s1 and he also extended the construct to the ilium. While placing the left l5 expedium screw (8.0 x 50mm) he had an issue of the expedium universal nav driver breaking (279734000n) while inserting the screw. The tip of the driver broke off in the screw. While driving this screw there was a lot of insertional torque. He did not tap the screw tract before inserting the screw. The screw was not fully inserted so he was able to use vise grips to use the screw shaft to remove the screw. He then inserted a new 8.0 x 50mm expedium screw with a standard expedium driver (279712400). He had a similar problem in the final turn of the screw. He could not advance the screw or remove it with the driver. Finally he tried to advance it a bit and this driver tip broke off. He elected to leave this screw in place as there was not way to remove it. The tip of the driver from the 279712400 remains in the patient. He then successfully completed the procedure. Time delay was about 15 minutes with no additional fluoroscopy due the issues. Patient consequence?: no.